Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user did not announce their lunch at school, which caused their blood glucose (bg) to rise to 261 mg/dl. The ilet then delivered correction insulin, leading to a subsequent low of 49 mg/dl. The low was treated with juice. School staff and the user¿s mother assisted out of kindness. No medical intervention occurred.